Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this device sought medical assistance following a device shock while exercising. Following episode review, the physician deemed the therapy inappropriate and elected to increase the therapy treatment conditional zone from 190 to 220. Data was also reviewed by boston scientific's technical services who provided further reprogramming mitigation recommendations. No other adverse patient effects were reported and to date the device remains implanted and in service. Subsequently, another inappropriate shock was delivered while the patient was exercising. Data was submitted for a technical services review to assist with mitigation and explanation for missing electrogram markers.